Event description:
The customer alleged that there was a failure of the monitor to alarm for a vtach event.

Manufacturer narrative:
The customer alleged that there was a failure of the monitor to alarm for a vtach event. The pt expired. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).